Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced oversensing/inappropriate therapy. Interrogation of the ICD also revealed a charge time out fault code. An invasive procedure was performed and a visual defect was noted on the transvenous defibrillation lead. The ICD and lead were replaced. ICD implanted: 07/14/95, explanted: 08/22/96 (implanted 11 months) lead implanted: 07/13/96, explanted: 08/22/96